Manufacturer narrative:
Return of product had been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Brush flew off [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that last week she purchased oral-b power oral care refills precision clean for her oral-b rechargeable toothbrush, version unknown and after brushing once, the brush flew off. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that it happened with one brush. She'd kept it, but her husband disposed of it. No further information was provided.